Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver stripped during an open reduction internal fixation (orif) distal radius procedure on (B)(6) 2018. The screwdriver stripped while it was being used by the surgeon. The damaged screwdriver was changed and everything worked fine once changed. The surgery was completed successful with no delay and the patient out was reported as good. Concomitant device(s) reported: unknown screw (part #: unknown, lot #: unknown, qty: 1). This report is for one (1) stardrive screwdriver t8. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: DHR review was completed. Part number: 03.110.007 synthes lot number: 6608638 supplier lot number: na release to warehouse date: 07-mar-2011 supplier: na manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The stardrive screwdriver t8 (03.110.007) is noted in multiple trauma system technique guides including: 2.4mm lcp distal radius and pediatric lcp plate. In each instance, the driver is available for the insertion of 2.7mm screws. The returned instrument (part 03.110.007, lot 6608638, mfg 07-mar-2011) was inspected at customer quality (cq) and the complaint of stripped was confirmed. Upon visual inspection, it was noted that the distal tip shows significant post manufacturing damage in the form of worn edges and indents around the circumference of the stardrive lobes. Whether this complaint could be replicated is not applicable because the device was returned damaged. Dimensional analysis was not performed as relevant features are significantly deformed. T8 screwdriver assembly drawing (manufactured to - current) and t8 screwdriver shaft component drawing (manufactured to & current) were reviewed and no design issues were identified. DHR review showed no ncr¿s were generated during production. Material and relevant material properties including material hardness occurred at the time of manufacture and confirmed to have no issues through the DHR review. While no definitive root cause could be determined, it is most likely that the driver was subjectived to rough handling over the 7 year service life. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.